Event description:
Very small cracks were noted at the junction where the y is formed, causing leakage. This is the same problem the hosp experienced and reported in 6/93 (report m59002). The child this present device was used on was very ill.